Manufacturer narrative:
Our quality department conducted various analyses on the returned device: visual inspection : the valve shows a few residues of organic origin that can be seen in the valve chamber, around the ball of the spring-ball-cone system used to control operating pressure differential. Pressure testing before decontamination : the valve is back in position 3 at 117, which is compliant. All pressures are compliant except for the high pressure, which is at 224 instead of 215 max (p5). Comparison of the measured pressure values with the data recorded at the end of production shows a slight drift towards the upper limits of the tolerances for all positions, with the maximum acceptable resistance exceeded for position p5. Programing control before decontamination: conform. The batch file has been reviewed and the polrais valve complies with the expected specifications when released from production. In conclusion , all the values are higher than the values recorded at the end of production, coinciding with an obstruction at the median position. Residuals at the device ball also point in this direction. The most probable case is that irreversible increase occured in the valve's intrinsic resistance when it is set in the high position, which is the consequence of an agglomerate residuals pressing onto the valve spring. The obstruction is a well-known phenomenon documented in the accompanying documents and risk analysis. This report is being resubmitted because the previous report sent on 04/25/2025 (increment 00023) was not accepted.

Event description:
An incident occured on a spv valve, the product has been found obstructed. The valve has been explanted and replaced by another spv valve on (B)(6) 2024. The patient is a 7 years old child that presented a hyperproteinemia.

Event description:
An incident occured on a spv valve, the product has been found obstructed. The valve has been explanted and replaced by another spv valve on (B)(6) 2024. The patient is a 7 years old child that presented a hyperproteinemia.